Event description:
It was reported that the syringe leaked.

Manufacturer narrative:
It was reported that the syringe leaked. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Four (4) boxes of product in new condition were returned for evaluation. Visual and function inspection was unable to confirm the reported problem/issue. Tested samples worked as intended with no blockage, clogging, or leaking identified. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.